Event description:
(B)(6) - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet was implanted. The patient was prescribed aspirin post-procedure. During a 12-month follow-up on (B)(6) 2024, transesophageal echocardiography (tee) noted a laminar-shaped thrombus, measuring 17x4mm, attached to the amulet at the end screw. No threads were confirmed during imaging. No intervention or treatment was reported and the patient was noted to only have taken aspirin.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of observed thrombus 12-months post-implant was reported. A returned device assessment was not performed as the device remains implanted and was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the limited information received, the cause of the reported thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a